Event description:
Revision occurred approximately 7 days after the prior revision surgery which occurred on (B)(6) 2024. Primary surgery occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to infection. 36 mm +3 standard humeral cup explanted and replaced with a 36 mm + 3 135/145 standard humeral cup. No further information was provided by the representative after three attempts to gather such information.

Manufacturer narrative:
Revision occurred after 7 days due to infection. No actual, implied, or suspect link to fx product.